Event description:
It was reported that the bronchovideoscope was reprocessed using an endoscope reprocessor that had diluted detergent. There was no cleaning brush in the endoscopy room so brushing may not have been sufficient. There were no reports of patient harm or involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.